Manufacturer narrative:
(B) (4). Physio-control further evaluated the power supply assembly at the failure analysis center and determined the root cause of the reported failure to be the filter-input power module with broken standoffs due to rear case physical damage. The impact loosened the module and it broke the l4 and l9 inductors and cr15 diode. The malfunction resulted in the assembly failure to charge the installed battery on a test mock up device. However, the test device was able to power on ac or dc.

Event description:
It was reported that the device would not operate on dc power. Physio-control evaluated the device and found that it would not charge the installed battery. There was no report of pt use associated with event.